Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because it "was broken. The patient did not treat it well." A new ipp device was implanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because it "was broken. The patient did not treat it well." A new ipp device was implanted.